Event description:
It was reported that three xience stents (3.0x12, 3.0x8, 2.25x8) were unable to cross the heavily tortuous target lesion in the predilated, ostial saphenous vein graft (svg) to the posterior descending artery (pda). Repeat angiography showed that two of the xience stents (3.0x12 and 3.0x8) had dislodged. At this point in the procedure, the physician decided to address the large aneurysm in the predilated svg to the obtuse marginal where the jostent graftmaster (5x16) was successfully deployed. The jostent graftmaster embedded the two undeployed, dislodged xience stents (3.0x12 and 3.0x8) in the aneurysm. Another xience stent (3.0x8) was then successfully deployed in the svg to pda; however, mild narrowing was found which was treated with postdilatation at 18 to 20 atmospheres. Repeat angiography showed that the aneurysm resolved without incident and the physician was satisfied with the results. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinter 1.5 x 6, apex 2.0 x 8, maverick 6 x 15, quantum 3.5 x 8; guide wire: choice pt, whisper extra-support, whisper; guide catheter: al .75, al 1, quick-cross 0.14; sheath: 8 fr, 6 fr; stent: xience v (x2). (B)(4) - postdilatation was performed above the rated burst pressure (rbp) and device was used in a graft. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported the xience v was used in a saphenous vein graft. It should be noted the instructions for use (IFU) states: safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. It was further reported that the stent was post dilated to 18 to 20 atmospheres (atm). The rbp for xience v is 16 atm. The IFU states: do not exceed rbp as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. The stent inner diameter should approximate 1.1 times the reference diameter of the vessel. In this case, the implantation of the stent in a svg and inflation above rbp do not appear to have directly caused or contributed to the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two xience v stents, indicated, are each being filed under separate MFR numbers.